Manufacturer narrative:
It was noted that the hospital kept both the device and lead. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing noise which led to pacing inhibition. There was no asystole greater than two seconds and no inappropriate therapy was provided due to the noise. They were unable to reproduce noise with isometric movements or device and pocket manipulations. A revision procedure was performed where the rv lead and crt-d were explanted. No additional adverse patient effects were reported.